Event description:
Rptr complained that hosp is having problems with turning defibrillators off after they are turned on. The hosp has 15 units and they are having problems with 6 of the 15. According to rptr, the cable relay on the battery is failing within 2 yrs, 3 yrs less than the warranty. The failed relay is causing the defibrillator to stay on.